Event description:
A report was received that the patient was experiencing pain and discomfort when the stimulator is on. The patient was given medications for pain and will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was experiencing pain and discomfort when the stimulator is on. The patient was given medications for pain and will undergo a pocket revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient will not undergo pocket revision. No further course of action will be taken.